Event description:
Reportedly, the surgeon encountered issues during an anterior lumbar fusion with the synfix-lr 15mm at l4-l5 and the antegra construct at l5-s1. After inserting the spacer, the surgeon attached the 12mm synfix mini-open fixed handle aiming device and used the low profile u-joint awls for the trajectory of the screws. The surgeon inserted the downward synfix-lr 4.0mm ti locking screw 15mm. He had difficulties inserting the upward right synfix-lr 4.0mm ti locking screw 20mm at l4. The surgeon removed the upward right synfix-lr 4.0mm ti locking screw 20mm at l4 because he felt it was too short. He attempted a synfix-lr 4.0mm ti locking screw 25mm screw instead, which did not advance all the way through. The surgeon then decided to remove the aiming device and both the 15mm and 25mm synfix-lr 4.0mm ti locking screws. When attempting to remove the synfix-lr 4.0mm ti locking screw 25mm screw the plate came off of the synfix-lr spacer. The surgeon removed the spacer and implanted a new synfix spacer with an anterior plate. The surgeon assembled the new aiming device on the plate and inserted all the new screws. He still had difficulty with the upper right screw (synfix-lr 4.0mm ti locking screw 20mm) at l4. After reviewing the final fluoroscopy image, the surgeon decided to replace the l4 top right screw. The surgeon was unable to replace the screw because the screw stripped when trying to remove it. The surgeon elected to leave the stripped screw implanted. The procedure was successfully completed without any reported patient harm. The reported event resulted in a 15-minute delay. It is unable to determine which of the aiming devices is the suspect device. This is report 12 of 12 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records was completed: no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the applicable technique guide was reviewed. Upon inspection of received devices, no visible damage to each part was seen that may have potentially contributed in the screw insertion difficulty reported. Also both screwdrivers were inserted in the orifices of the returned aiming device and no interaction problems were noted. It is not clear if the guiding forceps were used or if the screwdriver shaft was connected correctly to the screw to be guided enough within the aiming device or if the screw was correctly positioned. The applicable and associated drawing were reviewed. These drawings detail the appropriate dimensions, materials, and finishing processes for an angled t15 driver with a u-joint with position memory. Additionally, per tolerance analysis between the interface of screwdriver and the aiming device no potential design issues were found that may prevent smooth running of screwdriver shaft. The design is adequate for the application with the use of the guiding forceps, as specified in the technique guide. In conclusion, based on the evaluation results, the reported condition was not confirmed on received devices, it is not clearly determined how the difficulty experienced occurred however the design of reported device was found adequate for the application with the use of the guiding forceps, as specified in the technique guide. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.